Manufacturer narrative:
This is report 1 of 10 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid-result covid test system on an asymptomatic patient. No further patient data was available. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. A product recall to remove lot 5000265 from service was conducted due to observations of a higher potential for false positive results over other lots. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4), effective date 17 february 2021 and was submitted with the recall notification. Use of these test strip lots may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
This is report 1 of 10 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid covid test system on an asymptomatic patient.